Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device has a blower failure. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a blower failure, and that the mc board, and gas delivery system will need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The product support engineer replaced the data acquisition board and the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.